Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high threshold. There were no other electrical abnormalities. The lead was explanted and replaced. The patient was stable following the procedure and would continue to be monitored.